Event description:
It was reported via repair work order that the bed had loss of all electrical functions and was stuck in an elevated position due to a loose footboard pin connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.